Event description:
The customer reported that the insulin pump alarmed no delivery while filling the reservoir and attaching to the infusion set. The caller stated that she had high blood glucose of 600mg/dl and almost ended in the hospital; she mentioned that this is the second time it happened. The customer stated that she should have gotten some kind of warning that she was not getting the insulin delivery. The caller experienced nausea and vomiting. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.